Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2012 and was revised on (B)(6) 2013 due to pain, swelling, and tightness. Patient alleged that she was revised due to dislocation of the locking bar. Biomet sales associate stated that the locking bar was noted to be well fixed during the revision surgery and that the revising surgeon stated patient had fallen.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Interoperative or postoperative bone fracture and/or postoperative pain. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-00542 / 00545).